Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, the device would not turn on. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the device would not turn on. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system was not turning on. A field service engineer (fse) diagnosed the issue by unplugging the main, auxiliary, and remote manager sides, identifying the auxiliary side as the cause of the unit staying offline. The fse found two problematic ones. Drawer 2-1 and 2-2 required replacement of drawer controller boards and module boards. Due to a backlog, functional boards from a returned unit were used. The retractor ribbon was in good condition. Drawer 4-1 needed a retractor replacement due to a cracked hinge. Though still operational, the unit would not have remained functional without the repair. The fse verified drawer functionality using the hardware test application. The customer refilled the device on-site and confirmed successful operation. General cleaning and cable inspection were completed, with cables found to be in good condition. The system functioned as intended after the field service engineer repaired the device.